Event description:
Concomitant devices reported: unknown nails (part# unknown, lot# unknown, quantity# 1), 130 deg aiming arm (part# 03.037.013, lot# unknown, quantity# 1), complete radiolucent insertion handle (part# 03.037.012, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Used to capture surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the aiming arm did not direct the distal locking screw through the hole. It was discovered after the surgery that the screw missed the hole. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient outcome was unknown. This report is for 1 unknown trauma screw. This is report 3 of 4 for (B)(4).